Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the device didn't work and they had it removed about 4 years ago by a surgeon. Patient stated they are doing a different surgery at the time and it was a good time to take it out. Agent asked if patient was sure if the leads were removed and patient stated they were told the ins and the leads were removed but there was a piece that was left near the spine. The patient was redirected to their healthcare provider to address what was left in the body. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID: 39565-30 (serial: (B)(6); product type: 0200-lead; implant date: on (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.